Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the unicel dxi 600 access immunoassay system for a single pt sample. The initial accu tni result was 1.46ng/ml and 0.13ng/ml from a reflex test. The sample was tested on a different instrument and a result of 0.05ng/ml was obtained. The customer then re-tested the sample on the dxi 600 analyzer and an accu tni result was 0.05ng/ml. All accu tni results in this event were printed with the "orh" flag. (Orh-non fatal flag indicating the pt result is above the upper limit of the reference range." Accu tni results were not reported out of the lab. It is unk if there was an effect to pt in connection to this event.

Manufacturer narrative:
The sample was plasma, collected into a bd lithium heparin gel tube and was centrifuged at 4,000 rpm for 5 minutes at room temperature. The tube manufacturer's insert requires a 10 minute centrifuge time for the tube type in use. Testing initially occurred from the primary tube. The repeat testing was done from an aliquot in a nesting cup. The sample was not re-centrifuged prior to aliquoting. Qc data provided from 2008 show reproductibility of qc is well within expectations. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing. During the run obstruction detection errors were obtained that indicated a clot with pipettor 2. The fse recalibrated all pressure sensors, cleaned precision pump for pipettor 2, and completed type 1 protocol. All testing passed. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.